Event description:
It was reported that the black housing on the ventricular connector of the external pulse generator did not latch the cable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was damaged. Analysis also found that the upper and lower cases, two side bail covers and the battery drawer were broken, that the lead flex cover was contaminated and the battery contacts compressed. (B)(4).